Event description:
It was reported that the directional arrows were placed incorrectly on the needle. There was no associated procedure and no patient involvement was reported.

Manufacturer narrative:
Device evaluation: we have evaluated the device.

Event description:
It was reported that the directional arrows were placed incorrectly on the needle. There was no associated procedure and no patient involvement was reported.